Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced headaches and discomfort with device use. It was determined that the internal magnet was loose on the fixture. Subsequently, on (B)(6) 2016, the patient underwent a procedure under general anaesthetic to remove the internal magnet and have an abutment placed. The implanted device remains.